Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had come out of the infusion set. However, there was no damage when the package was first opened. She replaced the infusion set and resumed insulin successfully. Currently her blood glucose level was 124 mg/dl. No further information available.